Event description:
It was reported by the patient that she was no longer able to hear with her opus 2 last week. It just worked for a short period of time, when she removed it and put it on again. When using her tempo+ she was able to hear, however, she experienced a noise in the background. In 2009, the external parts of the opus 2 were exchanged, however, without success. Moreover, the patient reported pain when applying pressure to the implant site. The tempo+ was exchanged in the clinic, however, the patient still experienced the noise. Testing was unremarkable. The patient was re-implanted eight days later.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.